Event description:
It was reported that the device reached elective replacement indicator early and a patient alert was triggered. It was also noted that there were numerous device charges and therapies delivered according to the save to disk data. The patient had a ventricular assist device implanted. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed, and analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(4) 2012 device rrt <=2.6251 volt. The weekly battery voltage trend data shows minimum battery was 2.631 to 2.617 volts between (B)(4) 2012. One patient alert for low battery voltage occurred on (B)(4) 2012 02:15:00.